Manufacturer narrative:
Submit date: 4/6/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit powers up and down by itself.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.